Event description:
It was reported that during pre-installation, in the office prior to sending to customer, the distributor indicated the cardiosave intra-aortic balloon pump (iabp) has a fill manifold test failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.